Event description:
It was reported that during a coronary orbital atherectomy procedure, a perforation occurred. The target lesion was located in the mid left anterior descending (lad) artery and was 20mm in length. The physician used a 7fr introducer sheath and a 6fr guide catheter to access the lesion. The physician advanced a csi coronary viperwire guidewire across the lesion and loaded a csi orbital atherectomy device (oad) onto the guidewire. The physician performed three runs at low speed and three runs at high speed to treat the lesion. During the final run, a perforation occurred. The physician attempted to resolve the perforation using a 3.0mm balloon, but the patient status declined. Emergency measures were taken and the patient was revived; however, the patient expired the following day. Three requests for additional information have been made, but none has yet been received.

Manufacturer narrative:
The device was discarded by the facility; therefore, an analysis of the actual complaint device is not possible. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. (B)(4).